Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 319 mg/dl, 393 mg/dl, 463 mg/dl and 519 mg/dl. The customer was treated with shots. The customer reported that they had no delivery. The troubleshooting was performed customer was advised to changed out entire infusion set. The customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The customer was advise to change the entire infusion set and return set for analysis. The insulin pump will not be returned for analysis.